Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a sensor error alert. The customer also stated that the needle of the sensor was detached from the rest of the sensor. The customer's blood glucose was 74 mg/dl. Troubleshooting was done but not completed because the customer had removed the sensor. Advised that replacement sensors would be sent. Nothing further reported.